Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that upon attempted repositioning, the lead helix would not fully retract. No further information was available.